Manufacturer narrative:
The international remote service engineer confirmed the issue occurred during setup for use, device was not providing therapy, event occurred before patient was connected to the unit and patient was placed on an alternative v60 unit and required no additional intervention or escalation of treatment. No patient harm was reported, no delay or harm was noted. The international remote service engineer confirmed the reported issue and indicated the ventilator alarmed at the time of the event. The international remote service engineer confirmed the issue and was resolved by replacing the battery and the ventilator is back in service. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty backup battery. The international remote service engineer confirmed the battery has been disposed of and will not be returned for failure investigation.

Event description:
The customer reported that the unit has battery failure. The customer reported there was no patient involvement.